Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon commencement of hemodialysis treatment, there was a blood found to be squirting out of the venous lumen of the catheter wherein a leakage was found from the luer adapter. It was also mentioned that a crack was observed in the venous luer adapter. There was an eventual blood loss of less than 10 ml. The extracorporeal circuit was returned to the patient and treatment was stopped. Tego was utilized, catheter was not repaired, no instrument used to loosen or tighten the device and the insertion site was treated prior to product placement. Alcoholic chlorhexidine was the cleaning agent used on the device. No blood transfusion done, nothing unusual observed on the device prior to use, no medical intervention performed there was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter showed signs of use. There was a pink dye on the catheter. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present were present on the red lumen side. The blue lumen side showed air bubbles and a crack was observed in the blue luer adapter at the threads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked blue luer adapter may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.